Event description:
It was reported that during a follow up visit, the physician found decreasing real time measurements of the rv lead impedance. External interference was registered due to emi. The physician decided not to take action and the lead remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.